Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place without sequela. The date of event indicated is approximate.